Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-05-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-05-31 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-03-31 UDI #: (B)(4) device evaluation anticipated, but not yet begun mfg date: 2017-03-31 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-05-31 UDI #: (B)(4) device evaluation anticipated, but not yet begun mfg date: 2017-05-31 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2017-12-31 UDI #: (B)(4) device evaluation anticipated, but not yet begun mfg date: 2016-12-31 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2018-04-30 UDI #: (B)(4) device evaluation anticipated, but not yet begun mfg date: 2017-04-30 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2018-05-31 UDI #: (B)(4) device evaluation anticipated, but not yet begun mfg date: 2018-05-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient heard random audible beeping. Six batteries and the controller had critical battery alarms and were involved in power switching with a capacity above twenty-five percent. There were "numerous erroneous capacity values" identified on the batteries and both controller ports. The six batteries and the controller were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the units passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the unit passed functional testing; visual inspection under 10x magnification revealed hairline cracks around power port two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events due to communication errors involving four batteries and several premature switching events due to momentary disconnections involving all six batteries. Momentary disconnection will result in an audible tone or "beep." Additionally, analysis of the alarm log file revealed three critical battery alarms due to communication errors involving two batteries logged within the analyzed period. The controller log files document momentary disconnections and communication errors by logging a value for the battery's relative state of charge that differs from the battery's actual charge (between 101 and 201 for communication errors and between 202 and 220 for momentary disconnections), which likely explains the reported "erroneous capacity values." As a result, the reported beeping, power switching, critical battery alarms, and "erroneous capacity values" events were confirmed. The most likely root cause of the premature power switching events and "erroneous capacity values" can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause for the beeps can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and batteries. An internal investigation examined momentary disconnections. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the units passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the unit passed functional testing; visual inspection under 10x magnification revealed hairline cracks around power port two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigated conducted the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Data log files revealed multiple instances involving (B)(6) where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Analysis of the data log files revealed several premature power switching events due to communication errors involving (B)(6) and several premature switching events due to momentary disconnections involving (B)(6) . Momentary disconnection will result in an audible tone or "beep." Additionally, analysis of the alarm log file revealed four critical battery alarms involving (B)(6) due to communication errors. The controller log files document momentary disconnections and communication errors by logging a value for the battery's relative state of charge that differs from the battery's actual charge (between 101 and 201 for communication errors and between 202 and 220 for momentary disconnections), which likely explains the reported "erroneous capacity values." As a result, the reported beeping, power switching, communication error, critical battery alarms, and "erroneous capacity values" events were confirmed. The most likely root cause of the premature power switching events and "erroneous capacity values" can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the beeps are most likely attributed to momentary disconnections between the controller and batteries. The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation was completed to investigate momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that four of the batteries also had a communication error.